Manufacturer narrative:
(B)(4) meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and declined to give any information.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 188, 217 and 174 mg/dl fasting and 206, 174 and 215 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 07/17/2020 and test strips have been open for about one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).